Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device stopped during patient resuscitation. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted physio-control to report that their device stopped during patient resuscitation. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section b3, event date of the initial medwatch report indicates (B)(6) 2020 section b3, event date of the initial medwatch report should indicate (B)(6) 2020 after contacting the customer, it was found the lp1000 was using a battery that had no charge left, resulting in the reported issue. As the user did not charge the battery before using in the device, the cause is due to use error. The device will not be returned to physio-control for evaluation.